Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The device status was eri with an interrogated battery voltage of 5.61 v. Despite the 25 documented charging cycles, the eri condition was premature after an implantation time of 51 months. During the analysis, it was noticed that the ICD measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the ICD was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. This does not influence the functionality of the ICD. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eri was activated prematurely because the voltage measurement of this ICD had underestimated the voltage of the battery.

Event description:
This device was returned without oos documentation. Per (B)(6), this device is at eri indication. This device was replaced with lumax 340 dr-t, (B)(4). Per biotronik rep, this pt was 100% pacing dependent, which contributed to the eri status. On 07/20/2010 - based on review, it was determined that this should be a reportable event.